Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 60 mg/dl with severe dizziness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the pump's settings were not recently changed. During troubleshooting, it was reported that there was an additional bolus recorded in the pump' history. During troubleshooting the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the reported health event was attributed to an alleged malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2015. Product analysis: the device was returned and evaluated by product analysis on 11/17/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal occurred on (B)(6) 2015. The pump¿s total daily dose record was appropriate for the user programmed deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).